Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, approximately five years after implant, a hakim programmable valve implanted is not working and was removed. The surgeon wants the device to be evaluated. There was no reports of surgical delays.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.